Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood on the coils and teflon and there was no contrast visible which is consistent with the guide wire being used in the patient as reported. Analysis confirmed the reported stretch in the guide wire as the coils were still intact but stretched between 2.2 cm distal to the proximal solder and 1 cm proximal to the tip ball, which is consistent with interaction with the lesion and/or other devices as there was no damage reported during inspection prior to use. Analysis also noted that the core was separated 2.7 cm distal to the proximal solder. The core became separated 4 mm proximal to the separation during the analysis while measuring. There was 1.1 cm of the core still intact with the tip ball. Scanning electron microscope analysis of the guide wire suggests that both core fractures may be attributed to ductile overload. The distal separation was located in the flat to round transition area and was slightly twisted and bent. The fracture surface exhibited dimples. Secondary cracking was observed near the fracture surface. The proximal separation exhibited an uneven fracture surface. Dimples and rubbed areas were observed as well as secondary cracking near the fracture surface. For the wire to fail in this manner the wire would be over bent by pushing or pulling or over torqued by turning and would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. In this case, the lesion was described as calcified and the vessel was tortuous which could have contributed to the noted tip separation. Although, there was no resistance reported, it is possible that interaction with the non-abbott balloon catheter contributed to the noted tip separation. Analysis also noted three bends in the core, 5 mm proximal to the separation and 2 mm and 7 mm proximal to the tip ball. These noted bends in the core are consistent with interaction with the lesion, other devices and/or appear to be the result of the noted tip separation as no damage was reported during inspection prior to use. The reported stretched tip coils, the noted bends in the core and the noted tip separation appear to be related to operational context of the procedure and there is no indication of a product quality deficiency. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Manufacturing performs a non destructive tip pull test on each wire, and performs visual inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that during a procedure in the calcified and tortuous anterior tibial artery, while pulling the spartacore guide wire back into the lumen of the non-abbott balloon catheter, the tip of the guide wire was noted to be stretched. The catheter and guide wire were removed together as one unit. Another non-abbott catheter and guide wire were used to complete the procedure. There was no adverse patient effect. Though requested, no additional information was provided. The return device analysis found the guide wire core was separated.